Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed insulin pump did not make correct bolus wizard calculations and crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed and the location of damage was at the battery tube side. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1805 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Unit passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, label damage, cracked case, cracked battery tube threads, and cracked case (battery tube). In summary, the customer¿s allegation of delivery anomaly was not confirmed. The customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when cracked battery tube threads, a cracked case (battery tube), and a cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.